Event description:
In 2003, during insertion of a spinal drain, the guidewire became unraveled. It was thought that the entire plastic catheter and guide wire were removed at the completion of the surgery. It was not until a year later and a history of back and leg pain, that an x-ray showed a retained piece of guidewire and catheter in their back. Pt has required surgery to remove this.